Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a greasy substance seeping from the body control unit region and excessive grease around the packing joint (o-ring). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was likely caused by improper routine or preventative maintenance; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer reported information.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction: corrected fields: h11 the legal manufacturer was consulted, and the issue was determined to not be a medical device reportable (MDR) event.